Manufacturer narrative:
This medwatch is submitted to send the result of the investigation of this complaint. Product was not received at ldr medical. Visual and functional evaluation cannot be performed. The review of the device history records and traceability did not reveal any non-conformances to specifications or deviations in procedures that might have contributed to the reported event. From information provided by the reporter, based on the product history records, the review of the case and the recurrence of this type of event for this implant, it is assessed that the event could be due to a user error because the surgeon did not used the mobi c no touch level and the mobi c distraction forceps. It was recommended in the surgical technique. The level helps the insertion in the proper axis. The distraction forceps creates parallel distraction. (Caspar is not strong enough). The investigation found no evidence to indicate device issue. The root cause is user error. Device not returned.

Event description:
Mobi-c p&f : disassembled during implantation. The surgeon implanted mobi-c as per surgical technique, but the implant came of the peek during the implantation. No xrays, the intraoperatively xrays were not saved. Surgeon didn't allege that device has malfunctioned, surgeon said that implant came lose of the peek and couldn't be appropriately positioned. Surgery wasn't delayed over 30 minutes. No patient impact. Additional information on (B)(6) 2018: the surgery had no effect on the patient. The depth stop adjustment was set initially at zero. The surgical technique was followed at the mobi-c loading on inserter (¿take care to stop threading as soon as full contact is achieved in order to avoid premature opening of the peek cartridge and releasing the implant.¿). Disc space is always under distraction during insertion as per surgical technique. The reporter doesn't know if the surgeon encountered resistance while inserting prosthesis and if prosthesis could have been inserted with an angle or if a rotational move was done while inserting prosthesis. No difference in surgical steps between the first and the second implant have noticed. The surgeon did not use the mobi-c no touch level and the mobi-c distraction forceps.